Event description:
It was reported that the patient experienced a loss of therapeutic effect (acute pain). When the patient turned stimulation up it helped manage the pain, but he felt like he was "convulsing" when he sat and watched tv because stimulation was too strong. Stimulation was turned up 45-50% from where it was normally set. The event occurred after the patient assisted his children with t-ball and did laundry. The implantable neurostimulator (ins) would also move around in the pocket when he ran. The patient felt as if it was separating from the skin and that there could be possible fluid in the pocket. He also felt a burning and tingling sensation which eventually stopped. The pocket site was too sensitive to wear a belt or harness. The ins was implanted in the buttock region. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension.